Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl. The customer stated that she got off the insulin pump, but her blood glucose became high so she wanted to go back on the insulin pump. The customer also reported that the infusion set cannula was bent. The customer's mother declined troubleshooting for high blood glucose. The customer was treated for her high blood glucose by manual injection. The insulin pump will not be returned for analysis.